Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of the emergency room visit was 280 mg/dl. Customer stated that she had the flu, feeling nausea, was vomiting and unable to hold any food down prior to hospitalization. Customer also stated that her insulin pump is cracked. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.